Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the temperature of the motor device was above specification. It was determined that the bearings and cable/cord/wiring were damaged. It was observed that the hose was damaged and had a hole/cut in it. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, air pump assessment, motor thermistor assessment, and loctite and cable assessment. It was noted in the service order that there was a hole in the tube. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.